Manufacturer narrative:
We have inspected the qc documents of three lots that were send to the distributor as no lot number was provided and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval.

Event description:
It was reported that a clavicle locking plate 8-hole or 10-hole broke 3 months post-op. Original implant date (B)(6) 2020.